Event description:
User facility medwatch report #340113-2000-01 reports a piece of a curved heaney-ballantine hysterectomy forcep broke off during the procedure(total vaginal hysterectomy) into the pt's perineum. The broken piece could not be retrieved during the vaginal hysterectomy. An x-ray was done and revealed the location of the piece of instrument. A laparoscopy was done to retrieve the broken piece from the pelvic region.